Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) accessed the station remotely and confirmed that the black screen issue was no longer present after a reboot. The customer acknowledged the resolution but requested an explanation of the cause and preventive measures, as the device was critical to operations. It was explained that the issue likely resulted from prolonged uptime or a power interruption causing the station to become unresponsive, and preventive recommendations included performing periodic reboots and ensuring power stability. The system functioned as intended after the customer rebooted the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device displayed a black screen as if powered off despite the power switch being in the on position. The user power cycled the device, after which it powered on normally. The device was also flagged as not communicating in hs viewer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.